Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, haptics were damaged before going to load the lens in the cartridge. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. The lens case was placed into the opened peel pouch, returned inside the lens carton. Viscoelastic was observed on the lens. The lens was tilted into the well area of the lens case. One haptic was bent in the distal area. The optic edge was cracked in two areas at two posts of the lens case. The edge damage was similar in appearance to caught in the lens case damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause cannot be determined. The reported haptic damage was observed. Viscoelastic was also observed. The haptic damage was similar to customer handling damage. The optic edge was damaged and was similar in appearance to lens case related damaged. If the lens becomes misaligned in the lens case, lens damage may occur. It is unknown if the optic edge may have occurred during replacement into the lens case for return shipment. Due to the presence of surgical solution, we are unable to confirm the damage was present when opened. Information was provided that the issue was noticed during loading the lens. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).